Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion, bleeding, cardiac tamponade and pain due to perforation. The patient started complaining of back pain shortly post implant. In addition, echo was performed after pocket closure and the result showed blood and cardiac tamponade. Patient was then taken back to the operating room and a pericardialcentesis was performed with an estimated of 4000 milli liters of blood removed. Consequently, the patient was transferred to the hospital that had computerized tomography support. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion, bleeding, cardiac tamponade and pain due to perforation. The patient started complaining of back pain shortly post implant. In addition, echo was performed after pocket closure and the result showed blood and cardiac tamponade. Patient was then taken back to the operating room and a pericardialcentesis was performed with an estimated of 4000 milli liters of blood removed. Consequently, the patient was transferred to the hospital that had computerized tomography support. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. As of this time, this right ventricular (rv) lead remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.